Event description:
It was reported that the pulse generator exhibited backup operation. The patient presented in the emergency room was symptomatic (muscle stimulation). After a etf download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.